Manufacturer narrative:
This report is submitted on june 12, 2019. - attachment: [139932 - device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on april 15, 2019.

Event description:
Per the audiologist, the patient experienced pain at the implant site and a performance decrement. Subsequently the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.